Event description:
The user facility reported thrombus found in the fx25 device. Follow up communication with the user facility reported the following information: operation: tar+CABG (5 branches); total cpb time: 497 minutes; the customer noticed the blood scum formed on the blood level; around 150 minutes after the initiation of cpb, blood clots were found to be adhering on the venous filter in the venous reservoir; at the completion of cpb, the customer observed the adhesion of blood clotting on the venous filter around the level of 1000ml to 300ml; during the cpb, act was always kept around 500 seconds and never decreased; there was no adhesion of blood clots inside the oxygenator module; and the operation was completed successfully with no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found the presence of red thrombus on the surface of the cr filter and inside the hard shell around the reservoir outlet port. The reservoir was disassembled for further inspection. There was no formation of blood clots on the inside of either the venous filter or cr filter. The inside and outside surfaces of the venous filter and the cr filter were inspected under magnification, and there were no anomalies noted that could have contributed to blood clotting on them. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination confirmed there was no production related problem or discrepancy in the inspection test results. A search of the complaint file did not find any other report of this nature with the involved product code /lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The potential for such an event is addressed in the warning / precautions section of the instructions-for-use by statements such as "adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).